Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unclear whether the reprocessing was carried out as per the IFU manual, so the cause of the residual foreign material in the nozzle could not be determined. As a result of confirming the inspection result report (refer to repair request no. Srnluv23), the suggested event was confirmed, therefore we confirmed that neither the specifications nor the features were met. Specific health hazards were not reported. Olympus will continue to monitor field performance for this device.